Event description:
It was reported that the patient presented for follow up with reproducible over-sensed noise exhibited by the right ventricular lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of over-sensed noise was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical tests of the lead did not find any indication of conductor fractures or internal shorts. No anomalies were found to the inner insulation.